Event description:
During routine care of PICC catheter - noted leaking just medial of wings when flushed with ns. Found small hole in red lumen side of catheter. Catheter removed intact. Replaced with medline catheter to continue therapy as ordered. Catheter placed at hosp.